Event description:
It was reported to philips that the device was dropped and the therapy knob was now giving the incorrect joule settings (counting backwards). There was no reported patient involvement.